Event description:
The customer stated that she had received low blood glucose reading of "lo" and 24 mg/dl. While troubleshooting, she received a control test result of "lo". The normal control range was 109-150 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.